Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of a low/poor morphology, while the patient was sleeping and then while sitting in a car. Technical services reviewed the case with the reporting health care facility, and believed this was potentially related to the sense b noise anomaly. Provocative maneuvers were unable to reproduce any noise. After further discussion, it was decided to reprogram the s-ICD system to secondary vector configuration. This implantable electrode remains in service and no additional adverse patient effects were reported.